Manufacturer narrative:
There was no product malfunction. The customer biomed found no fault with patient monitoring equipment (bedside monitor and central station). The biomed also tested the alarm mechanism equipment with a patient simulator at request of the head nurse; all was functioning normally, as it should. A philips clinician and software engineer spoke with the customer, who provided piic alarm logs, which were reviewed by philips. The logs show multiple alarms, which had been silenced by the user. The customer also indicated they had images from the bedside, which show alarms were silenced by the user. Based on the details provided in the images, which according to the customer showed times aligning with the silencing on the piic alarm logs, it was determined by the philips clinician that the alarms had been silenced at the bedside by the user. The customer indicated that they have no concerns about the functionality of the bedside monitor or central station. The device remains at the customer site. No further investigation is warranted at this time.

Event description:
The customer reported that the mp90 did not alarm while connected to patient on (B)(6) 2016. There was a patient death. The customer explained that the patient had experienced abnormal heart arrhythmia for 20 minutes before the clinician was aware and patient expired.